Event description:
The manufacturer service technician reported that the blade mount of the device was missing while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.